Event description:
It was reported by the plaintiff's attorney that on or around (B)(6) 2005, the plaintiff was implanted with a pelvic mesh product suspension device to treat pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney alleges that the plaintiff "suffered serious bodily injuries, including extreme pain, erosion of her internal tissues, dyspareunia and other injuries." The plaintiff's attorney also alleges that the "plaintiff has experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures, and she has sustained permanent injuries."

Manufacturer narrative:
It is unknown what ams pelvic mesh product was implanted. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.